Event description:
It was reported "implanting stem and impactor would not unscrew from stem. A vise grip was placed on impactor to loosen the threads from the implant. The threaded end of impactor snapped off and stayed in the implant.

Manufacturer narrative:
Add'l info has been requested and if available it will be submitted in the supplemental report.